Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy with exercise when the patient's heart rate (hr) falls into the programmed ventricular tachycardia (vt) zone. It was noted that the wavelet algorithm template match score was found to be inaccurate despite using both auto update and monitor options. Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.